Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead had the guidewire become stuck as the implant was attempted. The lead and guidewire were then extracted from the patient, and as the guidewire was being removed from the lead, it broke, with the distal portion remaining in the lead. The lead was removed, replaced and returned for analysis.